Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that he had had lunch, bolus 5 units of insulin for lunch, and after 1.5 hours, his blood glucose was 400 mg/dl. He bolused 3 units of insulin, and the blood glucose rose to 500 mg/dl, so he treated with 5 to 6 units. He stated that his blood glucose kept rising so he treated with manual injections. He stated that he woke up with a low blood glucose of 47 mg/dl, and after breakfast, he had high blood glucose again. He bolused with the insulin pump and reported that it lowered to 227 mg/dl. He noted that his doctor had recently made changes to the insulin pump. He declined to perform the high pressure test due to lack of a tubing clamp and was advised to do a complete set change, then treat per doctor's instructions. He was advised to call when he received the tubing clamp to troubleshoot. He advised that he would follow up with his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.